Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a conization with fractionated curettage. The esu was used with an erbe return electrode (i.e., an erbe nessy omega return electrode, part number 20193-082, lot number unknown). The return electrode was attached to the left thigh of the patient. The settings appeared to be auto cut 4.0, forced coag 6.0 (loop electrode), and spray coag 6.0 (ball electrode). During or upon the procedure, a hole in the patient's covering (drape) with scorch edges was discovered. Under the covering, the patient suffered a 4 x 1 cm, 3rd degree burn/black necrosis on their left iliac crest. No information was provided involving the treatment provided to the patient to address the burn. The esu was distributed to a hospital in the (B)(6).

Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the incident. There are many possible factors involved with this type of issue. However, based upon the reported information, it appears that the patient came in contact with a conductive metallic object at the site of the injury. Due to the high current density in a small area at the site, the metal became hot which resulted in the thermal damage (note: there is a warning in the user manual addressing this type of situation). Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.